Event description:
It was reported repeated occlusions occurred resulting in the customer going to the emergency room on (B)(6)2026 with an elevated blood glucose of over 500 mg/dl with ketones, however, no indication that they were dangerous. The customer was subsequently hospitalized in the intensive care unit and received intravenous fluids of saline and insulin, which resolved the issue. Multiple attempts were made by tandem technical support to follow-up with the customer for hospital release date, however, no response was received. The customer reverted to an alternate method of insulin therapy.